Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with cardiomyopathy, scai shock stage e, with comorbidities of prior coronary artery bypass grafting (CABG), known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. The care team reported signs of hemolysis, including red urine and urinalysis showing rbcs without plasma-free hemoglobin (pfhb). The pump was subsequently weaned and independently explanted, and the patient survived to explant. The reported event of hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability and renal insufficiency. The pump has been reported as not able to be returned.

Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/mechanical interaction with blood: the cause of the hemolysis could not be determined as no product or logs were returned for evaluation.